Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR#0001822565-2018-00639, MFR#0001822565-2018-00640, MFR#0001822565-2018-00641. Concomitant medical products: trabecular metal reverse humeral stem, pn00434901213, ln62483751; trabecular metal reverse poly liner, pn00434903600, ln62368359; trabecular metal reverse glenosphere, pn00434903611, ln62433467. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right shoulder revision approximately 4 years post-implantation due to pain and loss of function.